Event description:
Report received of IV tubing leak. It was reported that the pt was receiving taxol chemotherapy infusion in the outpt clinic. The medication and tubing were dispensed by the pharmacy. During the infusion, the nurse noticed leaking from the filter area of the tubing. Approximately 30-100cc total of solution leaked onto pt skin (chest and arm) and onto floor. No redness or irritation was noted at the skin exposure site. A chemotherapy spill kit was used. It was simultaneously noted that the pt IV access site was infiltrated with extravasation. The customer contact states this event and the leaking are unrelated. The pt was treated with hyaluronidase for the chemotherapy extravasation. Due to the fragile pt condition, a second and then third IV access site was necessary to complete the chemotherapy infusion without further incident or harm to the pt. The physician was notified and there were no medical interventions, however, the physician indicated that the pt would most likely have a central IV access line inserted for subsequent treatments. The customer contact indicated that the pt was scheduled for a two week follow-up appointment and the skin exposure would be reassessed at that time. In a subsequent conversation with the customer contact on 3/23/00, customer contact stated "the pt is fine, has had no skin problems, and now has better IV access".